Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that 2 bd¿ multi-use nestable sharps collector are missing labels. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about a missing label of sharps collector. During the inspection at the customer's side, it was found that there was no label affixed to the base.

Event description:
It was reported by the customer that 2 bd¿ multi-use nestable sharps collector are missing labels. The following information was provided by the initial reporter, translated from japanese to english: this is a report about a missing label of sharps collector. During the inspection at the customer's side, it was found that there was no label affixed to the base.

Manufacturer narrative:
H6. Investigation summary: according to the DHR review process, the result showed there were no issues reported as missing label during the manufacturing process of the lot number (1297904) reported under this customer complaint. Also, a review of the ncmr¿s was performed; the result showed there was only one ncmr reported for the same issue and part number throughout the last twelve months. Based on this investigation and information provided such as pictures and description of the issue, we are able to confirm that this product was manufactured by flex on october 24, 2021 and within the report description, mentioning that there was no label affixed to the base, we can identify this issue as a failure mode related to the manufacturing process due to process omission.